Event description:
It was reported that, "when the surgeon picked the contemporary cup up from the blister pack, he noticed that the x-ray marker had already slightly popped up from it. Therefore, the surgeon implanted a spre product instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.